Event description:
Thrombus was found approx 3-4 hours after three stents were implanted. Pci was performed on this pt who presented for elective treatment of a de novo lesion in the proximal to mid lad of 47mm in length in an unk vessel diameter. The class c lesion was characterized as bifurcated, tortuous and diffuse. Pre-procedure medications included asa 100 mg/day. Intra-procedure medications included asa 100 mg/day, heparin 5000 units and ticlopidine hydrochloride 200 mg/day. The lesion was pre-dilated with a 2.0 x 15mm balloon at 8 atm before deploying three over-lapping stents. First deployed was one 3.0 x 28mm cypher (lot#i0205115) at 16 atm. Deployed next was a 3.0 x 13mm cypher stent (lot #i0105178) at 16 atm. Finally, the 3.5 x 18mm cypher was deployed at 14 atm. Post-dilation was not performed. Ivus was not conducted. Timi I and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%.